Event description:
After completion of surgery, or tech was cleaning instruments and noticed that tip of sistrunk scissor was broken. Dr. Was advised c-arm visualization, revealed tip retained in pt's 1st interdigital space. Following constent, pt was taken back to the operating rm for removal of scissor fragment. The co's initial evaluation of the scissors broken blade tip has the following result: - different colored (bright gray, dark gray) breakage area indicates possible defect (pore or air inclusion) of raw material. - hardness of material is with hrc 47 and hrc 50 to specification. Further evaluation: - unbroken scissors blade shows some minor chloride induced pitting close to cutting edge easily detectable as "dark spots". - the broken blade shows the same "dark spot" on the opposite side of the cutting edge right next to the breakage area.- most likely chloride induced pitting was root cause of broken cutting blade. Recommendation: when using cleaning agents or combined idsinfecting and cleaning agents, it is recommended to strictly follow the instructions of the MFR regarding induction time, concentration and temperature.